Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the single port (sp) monopolar curved scissors (mcs) instrument's small plastic grey piece at the tip, was missing. The disposable scissor tip could not be installed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments fell into the patient and that any damage to the instrument occurred outside of a surgical procedure, as the device was not used due to an inability to install the scissor tip for use. There were no reports of fragments falling from the device while used on a patient, and therefore no actions were necessary for retrieving fragments or monitoring patient complications. Additionally, the patient did not return to the hospital with any post-surgical complications related to foreign material retention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissor (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.33mm x 1.95mm in size. The complaint regarding small grey plastic piece of tip of scissors seemed to be missing was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.